Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the moving part of the forceps was broken. No further information is available. This report is for a reduction forceps with serrated jaw-large handle-soft ratchet. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. Lot provided is not a valid number, therefore, the device history record (DHR) review could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.